Event description:
It was reported that the "off" button for the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator's "off" button was defective. Analysis also found that the lower case was broken, the battery release, knobs, ring cover, battery drawer and battery drawer o-ring were contaminated, the side bail covers, side bails and one case screw was missing, the lead flex cover was corroded and the battery contacts compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "off" button for the external pulse generator was not working. The generator was returned for service. No patient complications have been reported as a result of this event.